Manufacturer narrative:
Other: the explanting facility submitted the device to a third party for evaluation. (B)(4).

Event description:
On unknown date the patient presented with ischemia with trophic disorder because of peripheral arterial occlusive disease. To treat the ischemia a vascular graft was implanted as a right iliofemoral bypass. Most probably a gore® propaten® vascular graft was used. On (B)(6) 2020, a thrombectomy of the iliofemoral bypass was performed and a femoro-popliteal bypass using a pet graft was performed in order to improve the run-off. On (B)(6) 2020, both grafts were explanted due to chronic infection to escherichia coli, proteus vulgaris and enterococcus faecium.

Manufacturer narrative:
A1: the patient identifier could not be obtained. Therefore, the gore case reference number was used instead. H6-code 4119: the serial number of the device has been requested but remains unknown. Therefore the manufacturing records could not be reviewed. H6-code 4114: the explanting facility submitted the device to a third party for investigation. They provided gore with an explant report which was reviewed by gore. H6-code 213: the gore explant evaluation summary states the following: segment 1: the abluminal surface was generally devoid of tissue, except for scant regions of adherent light tan/brown biologic tissue. The abluminal surface presented with mottled dark brown biologic staining. Opaque, gelatinous tissue with brown/red tissue was observable in the lumen at extremity a. The transversely transected edge of a stent (details not provided) was observable at extremity a. The luminal patency could not be determined with the information/images provided. Extremity a was transversely transected and ovular in manner. Extremity b was anastomosed to a pet graft (reported as pet) with only a portion of the anastomotic sutures being visible. The segment measured approximately 64 mm (length) x 8-12 mm (diameter at extremity a). Segment 2: half of the abluminal surface (approximate) was covered in a light tan to brown foci of tissue. The other half (approximate) was generally devoid of tissue. The luminal tissue was not clearly observable with the images/information provided. The lumen was patent. Both extremities were transversely transected with three longitudinal transections extending inward from extremity b. One of the previously mentioned transections extended the full length (longitudinally) of the segment. From gross images, all material disruptions (i.e., material transections/cuts) and anastomosis appear to be consistent with cutting by sharp surgical instruments (i.e., scalpel or scissors) and suturing, likely used during a surgical procedure. Request for additional analysis: no. Reason: based on the explant scientist¿s review of the third party report and reason for removal (infection), no additional analysis is requested.

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Manufacturer narrative:
Section c1 was updated; g4 combination product was updated to ¿yes¿.

Manufacturer narrative:
H6-code 10 selected previously does not apply. The device was not returned for investigation. The user shipped it to a third party instead. The third party provided gore with an explant report which was reviewed. Therefore the appropriate code is h6-code 4112.